Event description:
Complaint was reported as: during use, just one side of the staples closed. No pt injury reported.

Manufacturer narrative:
A DHR (device history record) review could not be conducted since the lot number was not provided. The complaint could not be confirmed since the sample was not available for investigation. We will continue to monitor and trend related complaints.